Event description:
It was reported that a hair was found in the sterile package, noticed while opening the kit during a surgical case. The product was removed from the operating room safely.

Manufacturer narrative:
The reported event was unconfirmed since the problem could not be reproduced. Visual inspection noted one 3 spring evacuator was received with the original opened packaging. Visual evaluation noted no obvious defects. No hair or other foreign material was found. This meets specifications as no loosen hair in product is permitted. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labeling review was not performed because labeling could not have prevented the reported failure. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that a hair was found in the sterile package, noticed while opening the kit during a surgical case. The product was removed from the operating room safely.